Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced foot pedal to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that error m-12 occurred when activating energy. The technical support engineer (tse) reviewed the system logs and confirmed the reported issue. The tse had the site check the external pedal drawer for any buttons being pushed accidently. The caller stated that no buttons were being pushed, but the issue remained. The tse had the customer remove the external pedals entirely from the drawer. The customer was unable to test the solution as the surgeon decided to convert the case to laparoscopic. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: no additional ports were added to complete the case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a fault within the foot pedal switch assembly.